Event description:
It was reported by the patient that the cardiac monitor has not worked for years. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the device caused the patient pain.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7425, pain stim ipg, (B)(6) 2003; 8709, catheter, (B)(6) 2002; 3888-28, pain stim lead, (B)(6) 2000; 7495-51, neuro extension, (B)(6) 2000. (B)(4).